Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2017 on 2:00pm with blood glucose of 900 mg/dl and insulin pump was under delivering insulin. Current blood glucose was 207 mg/dl. Customer reports they have a back-up plan available. Customer treated for high blood glucose with pump therapy gave bolus . Customer reports they have contacted their hcp regarding the high blood glucose. Customer wearing the pump at time of hospitalization. Based on customer report, customer does not allege pump was under delivering. Customer is calling back to perform an hp test. Customer will call back to complete troubleshooting. The insulin pump will not be returned for analysis.